Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated reboots had occurred. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The battery compartment threads were found to be stripped and there were two battery compartment cracks observed. Investigation revealed moisture corrosion inside the battery compartment. Leak testing revealed a leak at the battery compartment crack. The pump powered on to a blank display; additional testing for the allegation of a power issue could not be completed due to the blank display. The pump casing was removed and there was evidence of moisture corrosion found on the printed circuit board. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was punctured, the pump casing was cracked near the upper right corner of the display, and that there was moisture corrosion on the display flex.